Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's revision took several hours. The physician decided to replace the ipg to minimize risk of infection. The patient was reportedly doing well postoperatively.